Event description:
It was reported that the patient felt pre-syncopal while standing up without pacing support due to a right ventricular (rv) lead issue. It was found that the rv lead had high impedances, high threshold at same time as noise on the lead, oversensing, and a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).